Manufacturer narrative:
Citation: "transcaval access and closure for transcatheter aortic valve replacement." J am coll cardiol 2017;69:511¿21 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature that evaluated the success and adverse effects of transcaval transcatheter aortic valve implantation (tavi) access and closure with nitinol cardiac occlude device. All data was collected from multiple centers from july 2014 to june 2016. The study population included 100 patients (predominantly female; mean age 80 years), nine of which were implanted with a medtronic evolutr and 11 of which were implanted with a medtronic corevalve (serial numbers were not included). The literature reported the following adverse effects: five cerebral vascular accident (cva), one hypotension, five thrombocytopenia, two myocardial infarction (mi), 12 renal failure, 15 non-access site related bleeding events, 10 retroperitoneal hematoma, one thoracic aortic dissection (noted to be from evolutr), two tamponade, 37 total bleeding events, one aortic root hematoma, and 36 total vascular complications. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.